Event description:
The patient was setup on the hana table and the left foot was secured to a large boot that is attached to the leg spar via a pole that slides into the end of the spar and is normally secured with a thumb screw which prevents the boot from detaching from the leg spar. This thumb screw appears to not have been placed in the correct position. At some point during the case, the leg was being repositioned when the boot, which the patient's foot is strapped into, came loose and fell from the leg spar. The patient suffered a major fracture halfway down the femur as a result of this. When the patient's leg was placed back in position and the boot was reattached to the leg spar, the staff noticed that the thumb screw was loose. They tightened it into the correct position and were able to use the table to finish out the case. According to the scrub tech, the fracture literally shattered the remaining bone and almost all of it was removed in small pieces. This injury required the surgeon to place a rod the rest of the way down her leg, a cadaver bone splint, and a plate in order to stabilize the leg.biomed was notified that a patient incident had occurred by way of a stat work order. We have two hana tables, so we immediately tracked down the scrub tech who was in the room when this occurred and had her assist in identifying which table was involved. Once this was determined biomed immediately inspected the table and accessories for defects, paying particular attention to the area of fault. The table was determined to be functioning normally and was left in service.summary: this incident appears to be the result of user error during the time they were setting up the patient on the table. Specifically, the thumb screw that attaches the boot to the leg spar was not tightened in the correct position.